Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The occupation is lay user/patient. This event occurred in fra.

Event description:
On hold for kd.3.1the initial reporter stated he/she received discrepant results when testing with coaguchek xs meter serial number (B)(4) . The results did not compare to laboratory test results measured using the chrono sta neoptimal method (isi = 1.0). In the morning, a sample from the patient was tested in the laboratory, resulting with a value of 5.4 inr. In the afternoon at an unknown time (> 3 hours since laboratory measurement), a sample from the patient was tested using the meter, resulting with a value of 7.8 inr. On(b)(60 2020, a sample from the patient was tested in the laboratory, resulting with a value of 5.5 inr. Within 3 hours of the laboratory measurement, a sample from the patient was tested using the meter, resulting with a value of 7.4 inr. The patient's therapeutic range is 3 - 4 inr.